Manufacturer narrative:
Correction being submitted for lot number. This supplemental report is being submitted to provide this information. Please see the updates in sections: d4, g3, g6, h2, and h10.

Manufacturer narrative:
This supplemental report is being submitted to provide and update in section h6 ¿ type of investigation. Please see the updates in sections h6 and h10.

Event description:
Customer returned this device for evaluation for the issue of damage, but not falling off, to the tissue pad during a therapeutic laparoscopic colectomy procedure. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient. The functional mode at the time of the event was seal and cut (level 1), seal (level 1). The intelligent tissue monitoring (itm) setting was on during the procedure. The device was inspected prior to use with no abnormality noted. Upon evaluation of the returned device, it was observed that the tissue pad was worn and partly peeled off. This medwatch is being submitted for the reportable issue of the tissue pad peeling as observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Upon inspection and testing, it was observed that the tissue pad was worn and partially peeled off. Based on the condition of the actual product, it is likely that the peeling of the tissue pad occurred due to the following reasons: the tissue pad was worn and partly peeled off because the sealing and cutting output was performed with the gripping part closed (including after the tissue was cut) without gripping the tissue. The instructions for use includes the following statements that warn against the issue: ·do not close the gripping part and perform seal and cut output when nothing is gripped between the gripping part and the tip of the probe or when it is not possible to confirm whether the gripped living tissue or blood vessel has been incised. Abnormal heat generation due to friction between the grip and the tip of the probe may lead to breakage, deformation, or falling off the grip or tip of the probe, partial peeling of the tissue pad, and severe wear. ·when treating living tissue or blood vessels in seal and cut mode, apply light tension to make the incision clear. In addition, when it is cut off, immediately stop the output. Otherwise, friction between the tissue pad and the tip of the probe may cause abnormal heat generation, which may lead to breakage, deformation, or falling off of the grip (both stainless steel and fluororesin parts) and the tip of the probe, and part of the tissue pad may come off.